Event description:
During remote follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.